Manufacturer narrative:
(B)(6). Patient weight was not provided for reporting. This report is for five (5) unknown 4.5 mm cortex screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for five (5) unknown 4.5 mm cortex screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was previously implanted with (1) lcp plate, (9) 4.5 mm cortex screws, (5) 5.0 mm locking screws, and (3) 1.7 mm cables to treat a femur fracture on an unknown date. Patient underwent revision surgery on (B)(6) 2017 and during the procedure, (5) of the 4.5 mm screws broke while the surgeon attempted to remove them, (3) screw fragments were retained in the patient's bone; (2) of the fragments were removed via trephine. The patient was revised to a retrograde nail and the patient was reported to be ok. There was no surgery delay. Concomitant devices reported: 4.5 mm lcp® curved condylar plate 10 holes/242 mm-right (part#02.001.320, lot# 708418, quantity 1), 4.5 mm cortex screws (part# unknown, lot# unknown, quantity 4), 5.0 mm locking screws (part# unknown, lot# unknown, quantity 5), 1.7 mm cables (part# unknown, lot# unknown, quantity 3). This report is for five (5) unknown 4.5 mm cortex screws. This is report 1 of 1 for (B)(4).